Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. K011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth location 3 was removed due to infection and bone loss. The site was grafted. The patient was administered antibiotics and will return for implant placement after healing.

Event description:
No further information available at the time of this report.

Manufacturer narrative:
A summary investigation has been completed for infection and bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.